Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of catheter detached into the patient. Another extraction device was used to remove the detached piece from the patient. The procedure was completed with another extractor pro xl balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: visual inspection of the complaint device found that the shaft of the catheter was stretched near the distal end, and the distal tip, including the balloon, was detached and not returned with the device. This failure likely occurred due to anatomical/procedural factors encountered during the procedure, which limited the performance of the balloon. Based on all gathered information, the most probable root cause is operational context. A review of the device history record (DHR) was performed, and no deviation was observed. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that an extractor pro xl balloon was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure in the common bile duct performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of catheter detached into the patient. Another extraction device was used to remove the detached piece from the patient. The procedure was completed with another extractor pro xl balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be okay.